Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain due to device related fall. The patient had device optimization and to try new programs.